Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of milrinone. A short time after changing the bag of milrinone, the entire bag of milrinone was found to have infused into the patient. Following the event, the patient became hypotensive and required vasopressor support. Per report, the patients¿ blood pressure recovered, and they were assessed to be stable. The event occurred at approximately 3pm. The hospital biomed evaluated the device and the platen was reportedly ¿broken inside the pump.¿

Event description:
It was reported that there was an over infusion of milrinone. A short time after changing the bag of milrinone, the entire bag of milrinone was found to have infused into the patient. Following the event, the patient became hypotensive and required vasopressor support. Per report, the patients¿ blood pressure recovered, and they were assessed to be stable. The event occurred at approximately 3pm. The hospital biomed evaluated the device and the platen was reportedly ¿broken inside the pump.¿

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : describe event or problem, FDA notified? Additional information : report source, related report number grid.

Event description:
It was reported that there was an over infusion of milrinone. A short time after changing the bag of milrinone, the entire bag of milrinone was found to have infused into the patient. Following the event, the patient became hypotensive and required vasopressor support. Per report, the patients¿ blood pressure recovered, and they were assessed to be stable. The event occurred at approximately 3pm. The hospital biomed evaluated the device and the platen was reportedly ¿broken inside the pump.¿ received a copy of the customer's maude database report from FDA which states, "had a bd alaris channel malfunction in which a programmed appropriately pump dumped an entire bag of milrinone into a patient. Upon inspection the channel inside platin was broken at the bottom hinge and the platin fell out of the channel."

Event description:
It was reported that there was an over infusion of milrinone. A short time after changing the bag of milrinone, the entire bag of milrinone was found to have infused into the patient. Following the event, the patient became hypotensive and required vasopressor support. Per report, the patients¿ blood pressure recovered, and they were assessed to be stable. The event occurred at approximately 3pm. The hospital biomed evaluated the device and the platen was reportedly ¿broken inside the pump.¿ received a copy of the customer's maude database report from FDA which states, "had a bd alaris channel malfunction in which a programmed appropriately pump dumped an entire bag of milrinone into a patient. Upon inspection the channel inside platin was broken at the bottom hinge and the platin fell out of the channel."

Manufacturer narrative:
Additional information: report source other and related report number grid.